Event description:
It was reported that, "dr. (B)(6) was impanting a 10mmx25mmx4 degree 11mm width avs wedgenose peek spacer. He was malleting on the inserter to implant the graft when the graft broke. He replaced the 10mm height with a 9mm height. This did not cause any other issues with the case."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of the fracture of an avs unilif wedgenose vertebral spacer was confirmed via visual inspection. The communication log indicates that the breakage happened during insertion while the surgeon was tapping the spacer into the interbody space. He then replaced the broken 10 mm height cage with a 9 mm height cage and completed the surgery. The surgical technique indicates that to correctly size the implant the paddle distractor, reamer-distractor, or trial should be used before selection and should fit snugly within the disc space. Conclusion: the root cause of the failure is likely the selection of an incorrectly sized spacer and/or inadequate disc space preparation.

Event description:
It was reported that, "dr. (B)(6) was implanting a 10mmx25mmx4 degree (B)(6)mm width avs wedgenose peek spacer. He was malleting on the inserter to implant the graft when the graft broke. He replaced the (B)(6)mm height with a (B)(6)mm height. This did not cause any other issues with the case."